Manufacturer narrative:
Additional information: a section - patient data. B5 - description updated. B6 - x-ray. D6 - expiration date. D4 - facility updated. H6 - codes updated. Investigation results: the product was not returned to the manufacturer for investigation. The investigation was based upon batch history review, historical data analysis and event description. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
Update: the patient had fallen without any external influence. His left leg twisted, and loud "noises" were heard, resembling metal rubbing against metal. Involved components: nk562/ biolox prosthesis head 12/14 32mm l (aesculap ag reference no. (B)(4)). Nh062t/ plasmacup sc size 62mm (aesculap ag reference no. (B)(4)). Nc086t / metha short hip stem cap size 6 (aesculap ag reference no. (B)(4)).

Event description:
It was reported that there was an issue with product nc088t - metha neck 12/14 135°/0°. According to the complaint description, postoperatively a fracture of the neck occurred. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided but has been requested. The adverse event is filed under aesculap ag reference no.(B)(4). Involved components: nk562/ biolox prosthesis head 12/14 32mm l (aesculap ag reference no. (B)(4)). Nh062t/ plasmacup sc size 62mm (aesculap ag reference no. (B)(4)). Nc086t / metha short hip stem cap size 6 (aesculap ag reference no. (B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.